Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2020-00088 to 3003853072-2020-00086 and 3003853072-2020-00087.

Event description:
It was reported that three (3) instinct java blockers had worn/thread damage. This was noticed during the operation. There are no patient adverse events or delay of surgery reported. This is report three of three for this event.

Manufacturer narrative:
Additional information. B5 update.

Event description:
It was reported that three (3) instinct java blockers had worn/thread damage. This was noticed during the operation. There are no patient adverse events or delay of surgery reported. Additional information reported that the operation was completed by using the same type of product. This is report three of three for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D11: medical product: catalog #: 046w0an00002, instinct java blocker, lot # v16002757. Catalog #: 046w0an00002, instinct java blocker, lot # v16002757. Reported event was considered confirmed from the visual inspection which revealed that the plug was worn on both the head and threads. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.